Event description:
Drill bit broke during surgery. The tip remains imbedded in the patient's bone. Surgery was extended approximately four minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.